Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse was unable to locate a leak. He found a loose white blood cell, wbc, bath. He reseated the wbc bath which addressed the loose wbc bath and the hgb errors. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer observed a fluid leak of 20 cc from a coulter lh 750 hematology analyzer while performing startup. The leak was not contained within the instrument and hemoglobin, hgb, background failures were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.